Manufacturer narrative:
Occupation: healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient told the hcp that their implant battery didn't currently work. The hcp further reported that the patient hadn't recharged the ins in over a year. The hcp wanted to know it the patient could have a full body MRI and a manufacturer representative told the hcp that the patient could be scanned. No symptoms were reported. No further complications were reported/anticipated. Additional information received from a manufacturer's representative and a healthcare provider. It was reported that the patient was having an MRI that was not due to a problem with the patient's device/therapy. Lower middle back pain was reported and it was unknown if it was related to their therapy. The patient said that the device was no longer working at all and wasn't on. The screen they were receiving was "low ins, battery in discharge". A representative met with the patient to try and recharge the device and was unsuccessful in doing so. The representative reported that the ins was dead. They noted that the ins was in overdischarge or possibly completely dead and needed to be replaced. A device reset was performed but the issue had not been resolved. The patient's weight was unknown. No further complications reported. Additional information was received from the manufacturer's representative. It was reported that an overdischarge was confirmed. The battery was trickle charged and brought out of overdischarge. The battery is going to be explanted per the patient's plan of care.